Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib)ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium. It was reported that return of blood occurred from hemostatic valve. Timing when complaints occurred was during use. Since there was no effect on the patient, the vizigo sheath was used as it was, and the procedure was successfully completed. Hemostatic valve failure the hemostatic valve was intact. The complaint product will not be returned for analysis. The hemostasis valve (gasket) did not dislodge inside or outside the hub. The brim cap hub did not detach from the sheath. No picture available. The sheath was used on the patient. Air did not enter the patient¿s body. Very small amount of blood was lost. The physician confirmed that the level of bleeding did not affect the patient. No patient consequences were reported. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 50000138 number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).